Manufacturer narrative:
Other, other text: no product was returned for investigation. However, a field service agent confirmed that the device was fully functional and had no issues. No DHR review was done as no fault was found with the device.

Event description:
It was reported that the ventilator missed a breath while on a patient. The nurse involved did mention that the patient was suffering from excess secretions and that there was a noticeable change in compliance when she began hand ventilating the patient via re-breath bag. The patient came to no harm and they continued to manually ventilate the patient for the rest of the journey. Have since tested this unit on a test lung but cannot replicate the issue. Later, a field service engineer tested the unit and confirmed that it was fully functional and had no issues. The nurse involved suspected that the issue was patient related. On continuing to care for this patient, the same nurse observed a similar incidence occurred while using a ward ventilator. It is believed that this confirms that the issue was patient driven, rather than a device issue.